Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 17-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oaz, there was the possibility that this phenomenon was attributed to the deterioration of the contact points of the lamp socket by long-term use because over thirteen years had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during maintenance at the facility, it was found that the lamp didn't light up because the light has burned immediately when the light was replaced. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.